Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's "pump gets clogged way to often". No reported adverse impact to the customer's blood glucose. Further information regarding the event could not be obtained.